Event description:
It was reported that the nurse needed to draw out the saline from the balloon of the foley catheter while removing the catheter from the patient 22 days after indwelling. However, it was impossible to draw out the saline. The balloon was cut after consultation with a doctor from urinary surgery, but the pressure in the balloon did not decrease. On the next day, bladder puncture was performed under color ultrasound to pierce the balloon of the urethral catheter. The balloon was punctured by cystocentesis, and the catheter was removed. An examination showed that the balloon of the urethral catheter aged without elasticity, nor covered with urinary crystals. It was stated that the patient experienced increased pain and hematuresis continued for 1 to 2 days after bladder puncture. Per follow up information received via ibc on (B)(6) 2022, it was stated that no medical intervention was provided for pain and hematuria.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse needed to draw out the saline from the balloon of the foley catheter while removing the catheter from the patient 22 days after indwelling. However, it was impossible to draw out the saline. The balloon was cut after consultation with a doctor from urinary surgery, but the pressure in the balloon did not decrease. On the next day, bladder puncture was performed under color ultrasound to pierce the balloon of the urethral catheter. The balloon was punctured by cystocentesis, and the catheter was removed. An examination showed that the balloon of the urethral catheter aged without elasticity, nor covered with urinary crystals. It was stated that the patient experienced increased pain and hematuresis continued for 1 to 2 days after bladder puncture. Per follow up information received via ibc on (B)(6) 2022, it was stated that no medical intervention was provided for pain and hematuria.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe/ collapse lumen/ sac close eye/ valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.